Event description:
The facility reports the resident was brought back to the wheelchair by two nurses. When the chassis of the lifter was opened in front of the wheelchair, the chassis broke and the mast fell down. Three persons suffered contusions. The chassis was returned to arjo for investigation.

Event description:
The facility reports the resident was brought back to the wheelchair by two nurses. When the chassis of the lifter was opened in front of the wheelchair, the chassis broke and the mast fell down. Three persons suffered contusions. The chassis was returned to arjo for investigation.